Manufacturer narrative:
(B)(4). Device evaluation: the consumer declined to return the product; therefore, an investigation could not be performed and the reported event could not be confirmed. Device manufacturing records: a review of the manufacturing records could not be performed as a lot number was not provided. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the consumer had conjunctivitis in their eyes following use of complete double moist. The doctor prescribed four kinds of drugs to the patient. Attempts were made to obtain the name of the four drugs; however, the consumer did not provide the drug names. Further information was provided and it was unknown how long after use the consumer experienced symptoms and it is also unknown how long the symptoms lasted. The patient has recovered. This was not the first time the consumer had used the product. The consumer does not use any other eye drops or cleaners. The consumer would not provide the lot number, nor would they send the product for investigation. No further information was provided.